Manufacturer narrative:
One ep-workmate signal conditioning unit was received for evaluation. The ep-workmate scu powered on and intermittent communication was established. The unit was power cycled twice and intermittent communication was still present. Due to the intermittent communication observed, the single board computer (sbc) was temporarily replaced with a known good sbc. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude and stimulus switching were performed and confirmed that the returned amplifier performed within the factory specifications. Communication test was performed for several hours and no loss or interrupted communication was observed. The reported event was isolated to an intermittent sbc board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During a supraventricular tachycardia procedure a cancellation occurred due to amplifier signal errors. To resolve the issue the system cables were exchanged, the system was restarted and the ip address was changed but there were no improvements. The procedure was cancelled with no adverse consequences to the patient.